Manufacturer narrative:
The insulin pump was received with totally destroyed electric assembly and case.

Event description:
Customer stated that he was mowing the lawn and he got sweaty, the insulin pump fell off and he ran it with the lawn mower. Customer stated that the insulin pump is broken in pieces. Blood glucose is 136 mg/dl. Nothing further reported.